Event description:
The physician was attempting to implant a 2.25mm diameter x 26mm length integrity rapid exchange (rx) coronary stent to a treat a lesion with 99% stenosis in the right coronary pda. The lesion was pre-dilated several times. The physician encountered resistance while attempting to advance the device towards the lesion due to calcification present at the lesion and so, the device was withdrawn from the pt. Upon removal, it was noted that the pt was damaged and had dislodged from the balloon in the guide catheter. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: stenosis and calcification present at lesion. Stent dislodgement. Eval conclusions: stenosis and calcification present at lesion. Device eval: the device was returned with a wire exiting the distal tip. The wire had been inserted through the guide wire entry port. The dislodged stent was on this wire at the distal end. The stent was severely stretched and deformed. The proximal end of the balloon was slightly bunched.